Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain. It was noted that the right ventricular (rv) lead exhibited an increase per thresholds trends prior to the event. It was identified that the rv lead had perforated the right ventricle causing tamponade. The lead was partially removed and hole sewed up on the right ventricle. Epicardial leads were placed with an implantable pulse generator (ipg) in the abdomen. The other ipg was reprogrammed and inactivated. No further patient complications have been reported as a result of this event.